Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer is unable to clear the alarm despite changing the battery. The blood glucose reading prior to the event was 6.6 mmol/l. It was also stated that it was raining while the insulin pump was in their pocket and it might have been damp not soaked. Troubleshooting was conducted. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.